Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. In the as-returned state, the stent was located on the transportation wire inside the protector cap. The stent is deformed (i.e. Pinched) in its distal portion. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU.

Event description:
The orsiro drug-eluting stent system was selected for treatment. An angioplasty with stenting was performed, but the stent was not released into the coronary artery. Absence of stent observed during examination.

Event description:
The orsiro drug-eluting stent system was selected for treatment. An angioplasty with stenting was performed, but the stent was not released into the coronary artery. Absence of stent observed during examination.

Manufacturer narrative:
Combination product: yes.